Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Sensor plug observed to be seated in mount and all three contacts were installed properly. Did not observe debris. All results were within specification. Performed visual inspection on sensor neck and observed sensor neck crack across the width of the sensor neck and through to the carbon layer. A crack in the sensor neck is consistent with improper insertion or assembly. Issue is not confirmed due to a user issue. No product deficiency was identified. This also serves as a correction report. (Model number) was inadvertently omitted from the initial MDR 30 day report. Has been updated.

Event description:
Customer reported receiving a "replace sensor" message on the first day of wearing the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 he experienced losing consciousness and unspecified symptoms of hypoglycemia, and was seen by a healthcare professional who treated with a glucagon injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the first day of wearing the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 he experienced losing consciousness and unspecified symptoms of hypoglycemia, and was seen by a healthcare professional who treated with a glucagon injection. There was no report of death or permanent impairment associated with this event.